Event description:
It was reported that customer submitted malfunction statement for pump, but specific description of issue was not provided in available notes. There was no reported impact to the customer¿s blood glucose level. Customer contacted company by email and provided attached malfunction statement, and no additional information was received regarding further actions or outcome of event.